Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted as a high, out-of-range pacing impedance was encountered during the attempted implant procedure. The physician attempted to troubleshoot, including repostioning the lead and checking connections; however, the high impedance measurement persisted.